Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.

Event description:
The patient underwent ventricular aneurysm repair via median sternotomy with concomitant surgical ablation using an olh device. The patient was on cardiopulmonary bypass without cross-clamping. After unsuccessful right-to-left placement, the device was successfully placed from left-to-right approach. Upon device removal, a tear at the dome of the left atrium was identified and repaired with pledgeted sutures and bioglue. Alternative devices were used to complete the left-sided lesion set. The physician elected to not perform posterior wall ablation, citing concerns around placing additional instruments through transverse sinus. There is no reported device malfunction, and this adverse event was the result of a procedural complication.